Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted with a proglide device via a 6f sheath after an endovascular aneurysm repair (evar) in the small hole puncture site of this bilateral procedure. Reportedly, there was no suture seen with plunger removal. The suture was stuck in the device. Hemostasis was achieved with surgical suturing. A clinically significant delay was reported due to the patient's poor vessel condition and was not related to the proglide device. No additional information was provided.